Event description:
It was reported that during a lap appendectomy procedure, the device would not close. The metal loop split which provided the surgeon the flexibility to remove it from the body. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 8/12/2008. Information anticipated, but unavailable at this time.